Event description:
It was reported that clinician is programming the volume to be infused (vtbi) to be less than the total bag volume as a way to get a "near end of infusion alarm". However, when the vtbi is reached, the pump then converts to the keep vein open (kvo) rate as intended. Customer provided an example. "200 ml bag of nicardipine was hung for a patient, running somewhere between 100-200 ml/hr titrating up and down based on response. Since the bags were being swapped out so frequently, the nurses were inputting the vtbi at the start of each bag as 150-180 ml, slightly less than the full bag, so they would get an alarm before they bag was completely empty, and could be replaced without interruption. The concern was that when the vtbi is reached, the rate reverts to the kvo rate of 20 ml/hr" there was patient involvement however no harm. Education was provided to the customer regarding near end of infusion alarms and keep vein open rate. The customer has made an implied product enhancement request to have a near end of infusion alarm available for pump modules, in the way it is available for syringe and pca modules.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: other occupation, report source other, c20 - no findings available, d15 - cause not established. Correction: initial reporter occupation, report source. Additional information: imdrf annex a, g, c and d codes and manufacturer narrative. Root cause: the probable cause of the reported issue was that the clinician is programming the volume to be infused (vtbi) to be less than the total bag volume as a way to get a near end of infusion alarm. Case escalated to pharmacy consultant. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that clinician is programming the volume to be infused (vtbi) to be less than the total bag volume as a way to get a "near end of infusion alarm". However, when the vtbi is reached, the pump then converts to the keep vein open (kvo) rate as intended. Customer provided an example. "200 ml bag of nicardipine was hung for a patient, running somewhere between 100-200 ml/hr titrating up and down based on response. Since the bags were being swapped out so frequently, the nurses were inputting the vtbi at the start of each bag as 150-180 ml, slightly less than the full bag, so they would get an alarm before they bag was completely empty and could be replaced without interruption. The concern was that when the vtbi is reached, the rate reverts to the kvo rate of 20 ml/hr" there was patient involvement however no harm. Education was provided to the customer regarding near end of infusion alarms and keep vein open rate. The customer has made an implied product enhancement request to have a near end of infusion alarm available for pump modules, in the way it is available for syringe and pca modules.